Event description:
Customer reported that her blood glucose was 318 mg/dl. Customer stated that she was trying to bolus and her insulin pump was not working correctly, the numbers was ramping up and was alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. Also received with normal operating currents. No unexpected battery out limit alarm noted. Cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker and minor scratched lcd window.